Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found two wires disconnected inside of p1. Replaced the systems interconnect cable assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9800 system will not have an image after the shot was taken. There was no report of patient injury.